Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. A most likely cause of the complainant's event is patient non-compliance with the post-op protocol. Per product directions for use (dfu-0192), post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress and until healing is complete the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that on (B)(6) 2013, the patient suffered an injury to his right shoulder while riding his four-wheeler. The repair was performed with an arthrex clavicle plate and quick fix bone putty. In a follow up visit on (B)(6) 2013, patient was doing well, discussed restrictions. Follow up visit on (B)(6) 2013, 2 weeks post-op, the plate appeared to be broken. However, the repair was in excellent condition, and patient again instructed to limit all activity of the shoulder for fear that the fracture might displace. Follow up visit on (B)(6) 2013, it was noted that the fracture had displaced along with the plate. Revision surgery on (B)(6) 2013. The broken plate was removed and was replaced with two clavicle plates from a different manufacturer along with bone putty allograft. Follow up visit on (B)(6) 2014 patient is doing well.